Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient felt unwell, was pale, and was unable to describe their symptoms in detail. The parent checked the bg and it was 31 mg/dl, but the cgm was 116 mg/dl. The parent administered liquifit, dextrose, and juice to raise the blood glucose, and stated no medical attention was necessary. Other bg/cgm values during the event were: bg 116 mg/dl, cgm 179 mg/dl. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.